Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6091035 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6091035 and found no additional product in stock. Investigation methods/results: the device was returned but not in original package. The implant was fractured therefore the size of the implant could not be verified. Matter was observed in the treading of the implant. Root cause description: a root cause for this complaint cannot be explicitly determined. Potential root causes may be due to a poor implant design, an undersized osteotomy, or excessive insertion torque where over time, the stress on the implant may have caused the implant to fracture. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Manufacturer reference: (B)(4).

Manufacturer narrative:
CAPA 24-00016. The device was returned for analysis however, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported a hahn tapered implant fractured after three years of placement. No observable clinical symptoms or permanent injury were reported by the healthcare provider. It was reported that at the time of the surgical procedure the patient's bone quality was type ii and oral hygiene status was good. On (B)(6) 2021, the patient presented for a primary procedure on tooth # 4. On (B)(6) 2024, the patient returned with pain and implant fracture. Implant removed on (B)(6) 2024 and new implant placed. The symptoms resolved after implant removal.